Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The cam rod set screw was loose. The evaluation showed that the shock cushion is discolored and loose. The observed condition is likely caused by wear and tear or improper handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A managing director reported that on (B)(6)2019, the transitional member and the swivel adapter of the a2101 mayfield ultra base unit are loose. There was no patient injury and no surgery delay was reported. The device was not in contact with the patient. The event was discovered after a procedure.